Manufacturer narrative:
Correction information: section e.1, b.3 & d.6b. Advanced bionic considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the silicone overmold on the top cover, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed some of the mechanical tests performed. The residual gas analysis test exceeded the testing limit. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The patient reportedly experienced intermittent sound. Programming adjustments were made, and external equipment was exchanged; however, the issue was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.